Event description:
A 2.25 mm diameter x 18 mm length endeavor sprint rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a lad lesion. Vessel morphology was reported as moderately tortuous with 90% stenosis and no calcification. The lesion was pre-dilated. The endeavor sprint rx drug-eluting stent delivery system was inserted; however, was unable to cross the lesion and was pulled back. It was noted that the stent had dislodged. It was reported that the un-deployed stent was not retractable and that a second stent was deployed to fix the dislodged stent. Acute stent thrombosis was reported. The patient was sent to surgery. Patient's post-procedure was reported as postoperative complication.

Manufacturer narrative:
Evaluation results: moderately tortuous with 90% stenosis. Conclusions: moderately tortuous with 90% stenosis.